Event description:
A 72-year-old male patient with high grade glioma started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's spouse informed novocure that on (B)(6) 2024, the patient fell and sustained a wound (5 cm) on his head in an area corresponding with the array layout and an injury to his right elbow. Reportedly, the spouse provided first aid and later brought the patient to the primary care physician for unspecified treatment. Optune gio therapy was temporarily discontinued. Novocure was notified on august 27, 2024, that the fall was unrelated to optune gio therapy and caused by the rollator the patient used to stabilize his mobility. The patient resumed optune gio therapy on (B)(6) 2024. The prescribing physician reported on (B)(6) 2024, that the patient was not treated at the physician's associated clinic, therefore no additional information was available.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the arrays to the skin laceration cannot be ruled out. The fall and limb injury were unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).